Event description:
It was reported that the customer's insulin pump has condensation under the screen, the customer has to restart the insulin pump to complete the rewind process, and the act button sticks. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.